Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm) issue. It was reported that there was a 012 call service alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a missing bolus record in the pump history which may impact treatment decisions.

Manufacturer narrative:
Follow-up #1; date of submission: 12/08/2016. The device has been returned and evaluated by product analysis on 11/15/2016 with the following findings. Call service 012 alarm observed in pump histories. Pump exercised for 24 hours with no alarms occurring. Battery compartment is cracked below the bumper pad. A review of the pump history showed call service 012 alarm. The rewind, load, and prime steps were performed successfully. The pump was exercised for 24 hours and no alarms occurred. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad. (B)(4).